Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03592. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Reason for implant: sui vaginal vault prolapse, cystocele and anterior /posterior fascial defect. Concurrent procedures: diagnostic cystoscopy, sacrospinous suspension and anterior colporrhaphy. It was reported that following insertion the patient experienced anterior mesh exposure, vaginal bleeding, vaginal pressure, vaginal tearing, vaginal scarring, granulation tissue, vaginal discharge, vaginal pressure, worsening incontinence, recurrent uti¿s, hypertension secondary to pain, mesh erosion and lower back pain. It was reported that patient underwent mesh removal on (B)(6) 2006 and (B)(6) 2007 by implanting surgeon. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a cholecystectomy on (B)(6) 2012 due to chronic cholecystitis and cholelithiasis. No additional information was provided. (B)(4).